Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 7/13/2016, electrode belt: 2/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received 7 appropriate treatments and 1 inappropriate treatment from the lifevest. At 11:58:37 am and 12:23:39 pm, the patient received the first and second, appropriate treatments. The patient's rhythm at the time of the treatments was ventricular tachycardia (vt) at 200 bpm, the post-shock rhythm was bradycardia at 30 bpm. At 2:02:13 pm, the patient received a third appropriate treatment. The patient's rhythm at the time of the treatment was vt at 200 bpm, the post-shock rhythm was bradycardia at 40 bpm. At 2:07:18 pm, the patient received a fourth appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf), the post-shock rhythm was bradycardia at 30 bpm. At 2:15:52 pm, the patient received a fifth appropriate treatment. The patient's rhythm at the time of the treatment was vt at 210 bpm, the post-shock rhythm was vf. At 2:16:13 pm, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment was vf, the post-shock rhythm was 6 seconds of asystole with a return of cardiac activity of bradycardia at 30 bpm with motion artifact. At 2:25:44 pm, the patient received the seventh appropriate treatment. The patient's rhythm at the time of the treatment was vt at 160 bpm and the post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 2:26:10 pm, the patient received the eighth treatment. The patient's rhythm at the time of the treatment was asystole, the post-shock rhythm was severe bradycardia at 20 bpm. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient's rhythm then transitioned to sinus tachycardia at 130 bpm. The patient's rhythm was sinus tachycardia at 130 bpm when the electrode belt was disconnected at 2:30:26 pm. The patient's equipment was returned and found to be fully functional.